Manufacturer narrative:
Corrected data. Adding d10 entry. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via the right femoral artery in a 47-year-old male for acute myocardial infarction complicated by cardiogenic shock. The patient's comorbidities were unspecified. The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions shock stage e, requiring respiratory support prior to initiation of mechanical circulatory support. The patient was subsequently supported with concomitant extracorporeal membrane oxygenation (ECMO) and the impella cp functioned to assist in lv unloading with ECMO, in addition to multiple vasopressors, inotropic therapy, and systemic anticoagulation. Following transfer to the intensive care unit, access site bleeding was reported from the repositioning sheath introducer hub valve. It was confirmed that the peel-away introducer sheath was removed outside the body, and best practice access site management measures were reported, including proper angle matching of the repositioning sheath, forward tension suturing, and use of gauze dressing. No anticoagulation monitoring was reported. Hemostasis was not achieved despite intervention. The reported estimated blood loss was approximately 500 milliliters, and seven units of blood products were administered. Suspected coagulopathy was noted as a contributing factor. At the time of the event, the impella cp was operating at performance level p-5 with flows of approximately 2.8 liters per minute, consistent with expected device performance. The device functioned as intended throughout the event. The reported access site bleeding is consistent with a procedure- and access-related complication associated with large-bore arterial access and systemic anticoagulation in a critically ill patient with suspected coagulopathy and on dual mechanical circulatory support. Care was subsequently withdrawn due to the patient's underlying clinical condition, and the patient expired. The death is conservatively being reported on the impella cp due to the inability to conclusively dissociate the product from the patient outcome.

Manufacturer narrative:
A050401 removed from h6. The investigation is still ongoing.